Event description:
A customer reported an issue with their pump involving a backlight but no display, affecting their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.